Event description:
V60 bipap screen went blank with message on screen states, "vent inoperative #1007". No audible alarm sounding and stopped ventilating the patient. The nurse was in the room at the time of the device failure. The patient immediately placed on oxygen via nasal cannula 4 liters, spo2 98 percent. No breathing issued noted. Patient remains alert and oriented. Bipap switched out with settings 12/6 rate 12, 40 percent. Patient tolerated well and vital signs remained stable throughout. Reassessment was spo2 100 percent, pulse 75, respirations 22.